Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the internal hlc battery was depleted due to excess leakage current. The cause of the excess leakage current was not determined. The customer was provided with a replacement device.

Event description:
During routine device inspection, the customer observed that the charge pak, low power and service icons were displayed. It was also reported that the device would not power on. There was no pt use associated with the reported failure.